Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31777545m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a decanav catheter and the patient experienced asystole, respiratory arrest, and pulseless electrical activity treated with CPR. The outcome of the event was the patient expired. The report indicated that during electrophysiology (ep) study, the patient went asystole and resulted in death. The ep study was conducted to either rule out or confirm if the patient had ventricular tachycardia (vt), and the patient showed symptoms of respiratory arrest. The patient's heart rate went asystole, a hospital code team was summoned to the procedure room, and CPR was administered, along with emergency intervention. Ablation was not used during the ep study. The devices used during the study were decanav catheter, two quadrapolar catheters, and carto 3 system. Additional information indicated that this adverse event was discovered during use of the products. The physician did say what the cause was, stating only that the patient had some kind of respiratory arrest, followed by a brief period of asystole, followed by pulseless electrical activity (pea). A force-sensing catheter was not used in this procedure.